Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had a battery indicator issue. The medical surveillance specialist (mss) spoke to the patient's wife (the reporter) on may 11, 2009 and was able to obtain/verify information. According to the reporter, he tests his blood glucose 1-3 times a day. He manages his diabetes with an unknown type of insulin taken twice a day. The reporter mentioned that the patient skips in insulin dosage if his blood glucose reading is relatively low. The reporter indicated that the alleged meter issue started on original date, at 6:00 pm. That evening the patient ate dinner as usual and took his normal dose of insulin. The reporter did not know if the patient ate a snack before going to bed and did not know if he usual has a snack at bedtime. Around 1:00 am the next day, the patient reportedly woke up sweating, and feeling dizzy and nauseated. The patient administered self-treatment by eating food and/or drinking a beverage. The self-care helped to relieve his symptoms. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia about 7 hours after the alleged meter issue began.